Event description:
Plaintiff alleges developing latex allergy after exposure to latex gloves. She alleges suffering from acute systemic changes and side effects consisting of contact dermatitis, respiratory distress, and pulmonary fibrosis and life threatening allergic reactions. Further alleges that she has incurred economic damage including loss of income and will continue to suffer from a loss of income in the future.